Manufacturer narrative:
In general, there are multiple potential causes for elevated body temperature in patients with necrotising soft tissue injuries undergoing extensive surgical debridement. No death has yet been attributed to btm or is expected. However, it is possible that elevated body temperature resulting in serious injury may happen again. Further details are pending regarding the potential causes for this specific patient and the clinical outcome after these events.

Event description:
The patient was implanted with btm for a necrotising fasciitis and experienced elevated body temperature. The wound size was 24% total body surface area (tbsa) and stated to be full thickness down to muscle. At the time of btm application it was stated that the wound was freshened, and it was confirmed there was no clinical infection. It was reported that "within hours" of btm implantation a fever was noted; the patients baseline temp was 97f which increased to 99f on pod 0 and 100f on pod 4, and it was noted the patient's temperature is "continually at 100 at the moment". The patient had been receiving broad spectrum antibiotics for the necrotising soft tissue infection (nsti) prior to btm and had been in hospital for approximately 3 weeks before btm application. The surgeon commented that the "fever persists with aggressive abx (antibiotic) therapy for all patients".